Manufacturer narrative:
(B)(4); additional information has been requested. However, at this time there is no further information available. If additional information becomes available this report will be updated.

Manufacturer narrative:
(B)(4). The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that this right ventricular (rv) lead had perforated the heart wall which leads to cardiac tamponade. The patient had recovered. This rv lead was explanted. No additional adverse patient effects were reported.